Event description:
Per the clinic the device was explanted on (B)(6) 2024, due to extrusion of receiver/stimulator. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on june 10, 2024.